Manufacturer narrative:
Considering that there was no associated trauma to the pt and no apparent fracture on the bone, the most likely failure mode would be the breakage under cyclic loading. Therefore, it appears to be a fatigue failure of the implant. Nevertheless, the causes of the fatigue failure are still unclear. A combination of factors such as, the positioning of the implant and the absence of distal fixation leading to specific loading conditions, the particular bone condition of the pt and the size (length and diameter) of the implant may have contributed to the failure. Therefore, further eval will be necessary. Fatigue testing to simulate in-vivo failure mode is currently on-going. Additionally, follow up of other pts with the same implant sizes will be done to monitor any possible re-occurrence. A follow-up report will be submitted once the eval will be completed. Moreover, the mfg and inspection process were reviewed. No specific problem was detected that could explain the failure. Material, process and dimensional specifications were met for this batch.

Event description:
The pt suffering from fibrous dysplasia (mccune-albright syndrome) was treated on (B)(6) 2012. Existing hardware (flexible nail) was removed. An intertrochanteric osteotomy was performed to correct the proximal femoral deformity the bone was fix using a gap nail (dia 4.8, l=160mm) construct with lags screws (2x50mm) and short plate. Distally, the nail was not locked. Approximately 15 months later, following a routine x-ray, a distal fracture of implant was observed. There was no associated trauma to the pt (e.g. Fall, accident). From the x-ray, there appears to be on trauma or damage to the bone.